Event description:
Patient had a left hip revision for pain. Cup was replaced.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown psl cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.